Manufacturer narrative:
The system was examined and the reported issue was able to be replicated. The central processing unit (cpu) host was replaced as a result. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 10, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to cpu host. However, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shuts down frequently. Additional information has been requested.